Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects with the device. An underwater leak test was performed and the pin sized hole was identified on the bag. The cause of the hole was determined to be due to a manufacturing error with the internal bag label printing system. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 liter empty bag had a pin sized hole. This occurred during set up. There was no patient involvement. No additional information is available.